Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had no documented history of conduction disorders, and the baseline rhythm prior to the procedure was normal sinus rhythm. The length of the membranous septum could not be assessed due to poor image quality. Calcification was present extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient developed atrioventricular (av) block. A temporary pacemaker was placed to manage the conduction disturbance. While in the cusp overlap view (cov), the inflow edge of the constrained valve was positioned at the base of the aortic annulus while the pigtail catheter position was confirmed to be at the bottom of the non-coronary cusp.at final release, the valve implant depth was reported to be 6 mm at the non-coronary cusp and 7 mm at the left coronary cusp. The patient remained hemodynamically stable throughout the procedure with the support of the temporary pacemaker. The patient left the cath lab with the temporary pacemaker in place. Due to the av block that occurred during the procedure, a permanent pacemaker was implanted post-procedure. No clinically significant delay was reported, and the patient did not experience a prolonged hospital stay for rhythm monitoring. The patient was reported to be stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.